Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. According to the gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), possible adverse events and complications that may occur with the use of this device, or in any endovascular procedure and require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Reportedly on december 1, 2021, this patient underwent an endovascular repair of a thoracoabdominal aneurysm ii which was treated with a branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical). During the procedure planning, it was determined that the celiac trunk, superior mesenteric artery, right and left renal artery will be incorporated in the branched endograft. Two gore® viabahn® endoprostheses with propaten bioactive surface were implanted, one in the superior mesenteric artery and one in the left renal artery. One gore® viabahn® vbx balloon expandable endoprosthesis has been implanted in the celiac trunk. Reportedly, the whole procedure was uneventful, aortic access was successfully gained, device deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an additional antiplatelet medication during the procedure. According to reports, on (B)(6) 2022, a repeat intervention was performed due to an endoleak type ic in the superior mesenteric artery and a subtotal occlusion in the left renal artery. Reportedly both adverse events were resolved without a sequalae. For the gore® viabahn® vbx balloon expandable endoprosthesis a type 1c was reported, without reintervention.